Manufacturer narrative:
Date of event: unknown. Additional device info: this report is for one 18 hole locking compression plate/unknown lot. Explant date: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6), 2009 the patient underwent surgery to excise a tumor and was treated with arthrodesis, bone graft with iliac crest, ipsilateral fibula and a sixteen hole locking compression plate under general anesthesia. On (B)(6), 2011 the patient came in with a complaint of pain and on investigation, the plate was found to broken and there was a non-union at the junction of bone graft and the host bone. On (B)(6) 2011 the plate was removed and the patient was implanted with eighteen hole locking compression plate under general anesthesia. Three months later the patient has come in again with pain and on investigation it was found there was a non-union and implant failure. This report is for one eighteen hole locking compression plate. This is report 2 of 2 for (B)(4).